Event description:
Device 2 of 2. Reference MFR report #1627487-2015-13921. Diagnostic testing revealed high impedances and the patient does not receive any stimulation. A second opinion has been requested for the patient.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2015-13921. Device 2 was added to address the lead. It was reported the patient is not receiving effective stimulation. Diagnostic testing revealed high impedances. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Lot number: it was determined the lead lot number in the initial report was incorrect.

Event description:
Device 2 of 2. Reference MFR report #1627487-2015-13921. The patient was taken to surgery for troubleshooting however, the issue remains.

Event description:
Device 2 of 2. Reference MFR report #1627487-2015-13921